Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of event was not reported. The patient was treated with intraperitoneal cephalosporin and other unspecified anti-inflammatory drugs (doses, frequencies and durations were not reported) for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.